Event description:
Pt reported in the previous 6 weeks two infusion set tubings partially separated from the luer lock. She indicated that the outer tubing separated, but the inner tubing remained intact. Pt indicated that the last occurrence was on 8/22/06. She admitted that the tubing was in use for 9 days prior to the incident. This type of infusion set tubing is to be used for only 6 days. She stated that she replaced the infusion set tubing upon discovery of the incident. Pt did not report any physiological effects associated with this issue. No medical assistance was reported. Product was requested to be returned for eval.